Event description:
The customer reported that they had a micropaq that had been allegedly moving between acuity central monitoring systems ER and medsurg without the tele-tech's initiating any transfers. The customer indicated that this occurred without any alarms. No pt injury involved with this report.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation has completed.